Manufacturer narrative:
The poster did not provide a specific model or serial number for the associated bronchoscope or aer mentioned. Therefore, it is unknown if the bronchoscope or the aer are manufactured by olympus. As part of our investigation, olympus followed up with the user facility regarding the reported events via telephone and in writing but with no results. Due to the limited information provided olympus will continue investigate this matter and supplement this report accordingly if new information is received at a later time.

Event description:
On (B)(4) 2016 olympus received post market surveillance poster titled ¿investigating a mycobacterium avium complex pseudo-outbreak associated with outpatient bronchoscopy clinic: lesson for reprocessing.¿ the poster indicates that (B)(6) university conducted a study that identified three periods baseline ((B)(6) 2014-(b)(64) 2015), outbreak ((B)(6) 2015-(B)(6) 2016) and post remediation ((B)(6) 2016). During the study, the facility reviewed all mac positive specimens from the inpatients and outpatients during all three periods. The poster indicates that an increase of isolates were restricted to bal specimens from a single outpatient bronchoscopy clinic. The user facility noted in the poster that in (B)(6) 2014 the monthly number of procedures at the clinic increased from 103 to 156. The poster indicates that this prompted the user facility to do a comprehensive review of the patient inflow, procedure rooms and the endoscope reprocessing area at the outpatient bronchoscopy clinic. This included performing cultures of biofilm samples from the user facility¿s aer pre-filter and surface cultures from the interior of the aer. As part of the study, the user facility also submitted 8 patient samples and 2 environmental mac isolates for 16s rna sequencing and molecule related testing by variable number tandem repeats (vntr). As a result the cultures from the aer biofilm on water grew mac. The vntr analysis confirmed that the 8 patients and the 2 environmental samples had a unique sequence type that was colony related. Additionally, the poster alleges that during the baseline and the outbreak period 328 patients with mac isolates shared common characteristics (lung transplants, prior +mac, subsequent +mac, CT/cxr suggestive of mac) of those 46 patients were treated. The poster indicates that at the conclusion of the study the user facility attributed the increase pseudo-outbreak of clonally related mac isolates to the increase of procedures, defective aers and contaminated rinse water from natural and municipal sources. The poster alleges based on the study findings the user facility acquired the following process: the aer filter changes should be adjusted to be based on usage and not time and that the surveillance for environmental organisms such as mac should be performed by the infection control to detect outbreaks in the endoscopy setting.